Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had display anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that the display is blank and buttons do not work anymore. Customer was advised that pump will be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a corroded electronics assembly. The pump was received with moisture damage on the motor and vibrator motor. Unable to verify the keypad anomaly due to the blank display. Unable to perform the displacement, rewind, seating and basic occlusion tests due to the blank display. The pump was received with a scratched case, a fading serial number and minor scratches on the lcd window.